Manufacturer narrative:
Our product evaluation lab received one swan-ganz catheter with monoject limited volume syringe. The balloon had a tear extending completely around the catheter tip. The tear was located at the proximal edge of the distal balloon bond. The edges of the tear did not appear to match. Part of the balloon latex appeared deteriorated. All through lumens were patent without any leakage or occlusion. The catheter body was also found to be in good condition. A device history record review was completed and documented that the device met all specifications upon distribution. Report of balloon issue was confirmed. An engineering evaluation task was initiated to assess any manufacturing-related processes which could be correlated to the complaint. A previous complaint on a similar product model, generated an investigation that was closed on 06/12/17 and addresses the ¿tear, slit, cut - balloon¿ condition. Based on that investigation, the manufacturing process was evaluated, and no deficiencies were found. A 100% balloon inspection process is performed to the manufacturing units. It was confirmed that the manufacturing process contains the adequate controls to detect the ¿tear, slit, cut ¿ balloon¿ condition. Based on the investigation, a manufacturing root cause could not be established. The investigation was used as reference since it addresses a similar failure mode (tear, slit, cut - balloon) and same product model as this complaint (2017-04323-1). The manufacturing date of 01/29/2017, for this complaint¿s (2017-04323-1) affected work order is before the previous investigation¿s date of completion of a manufacturing personnel acknowledgment on 05/25/2017. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that the swan-ganz catheter balloon ruptured before use. No patient involvement. Patient demographics are unknown.